Event description:
Reporter indicated that vns patient had acute left vocal cord paralysis. It was reported that there was no vagal injury. The patient's device was programmed to on the day of implant surgery. The patient reportedly did not develp problems until 3 or 4 days post-op. The patient was seen by neurologist four days after problems developed at which time the device was programmed to off. Neurologist plans to leave the device programmed to off until the vocal cord paralysis resolved.